Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 and the cable from e-100 to vision side cart (vsc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated the customer reported complaint. The e-100 was installed into the test system, and it failed. The volume was very loud and could not be adjusted. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the e-100 sounded like a truck horn while firing. The customer tried to lower the volume and power cycle e-100, but the issue persisted. The e-100 was very loud and the customer was becoming annoyed. The technical support engineer (tse) assisted the customer to locate the volume control and it was adjusted without change. The customer continued the procedure using the integrated electrosurgical unit (iesu/erbe) to avoid the noise. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use.